Manufacturer narrative:
The reported event was unable to be confirmed because the device will not be returned for root cause analysis. Device not returned for investigation.

Event description:
It was reported that the ortholock ex-pin 3x110 broke when being removed during a total knee replacement procedure. The surgeon decided to leave the broken tip in the patient. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.